Event description:
(B)(4). It was reported that after a percutaneous coronary intervention (pci) stenting treatment procedure the patient experienced myocardial infarction. The subject presented with unstable angina (braunwald classification: ib) and cardiac catheterization was recommended. The target lesion #1 was located in the distal left anterior descending artery (lad) with 90% stenosis and was 14 mm long with a reference vessel diameter of 2.2 mm. The target lesion #1 was treated with pre-dilatation and placement of a 2.25 x 16 mm taxus atom stent, with 0% residual stenosis. The subject was discharged the following day on aspirin and prasugrel. In (B)(6) 2011, the subject was hospitalized for exploration and attempted resection of pancreatic tumor. Post procedure, the tumor was found to be unresectable. The following day the subject developed 4-beat nonsustained ventricular tachycardia. ECG changes indicated possible ischemia. Cardiac enzymes were found to be elevated and the subject was diagnosed with non-q wave myocardial infarction. At the time of the event, the subject was taking aspirin and study medication. Due to recent surgery, cardiac catheterization was not recommended. The subject had no complaints of chest pain and no specific treatment was given. Three days later the event was considered resolved without residual effects and the subject was discharged.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).